Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. This crt-p remains in service, however technical services (ts) recommended device replacement. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could be interrogated and was confirmed to be operating in safety mode. Evidence of memory corruption was also noted and telemetry was unreliable. The device case was removed to facilitate inspection of the internal components and further testing. The battery was noted to be slightly swollen; it was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short caused an increase in power consumption, which resulted in the memory errors identified in the laboratory setting, the slightly swollen battery, and the clinically-observed reversion to safety mode operation. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. This crt-p remains in service, however technical services (ts) recommended device replacement. No adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode and interrogation identified the following codes: 0x0, 0x0, 0x0. The patient experienced anxiety and chest/neck discomfort due to unipolar pacing. This crt-p was explanted, replaced, and expected for device return. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. This crt-p remains in service, however technical services (ts) recommended device replacement. No adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode and interrogation identified the following codes: 0x0, 0x0, 0x0. The patient experienced anxiety and chest/neck discomfort due to unipolar pacing. This crt-p was explanted, replaced, and expected for device return. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.